Event description:
As reported by the user facility: pump programmed volume over time. Pump said infusion was complete but no fluid was delivered. No patient injury. Reference manufacturer number 9610825-2013-00092.